Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found complaint unverified, found no issues with finding or charging ins. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient got a message this morning that her ins battery was low, so she started charging the ins. Pt states that a message appeared to call mdt (pt was unable to verify what specific screen she was seeing), so she took the li-battery pack out and reinserted it to reset the controller. Pt states she is getting recharging excellent, but in 1h 10m of charging the ins only increased by 10%, and the controller battery dropped from 100-60%. The recharger telemetry module (rtm) got warm, causing their back to be hot. The patient noted that she charges pressed up against a pillow, and if she doesn't do that the equipment will beep at her telling her to reposition the paddle. They are normally able to get a full charge in about 90 minutes. A replacement rtm was sent out.